Event description:
Covidien ligasure exact dissector ref- lf2019, lot- 004401150x, rfid (B)(4) small piece of gray coating on tip of instrument found in patient during procedure. Small piece removed from patient and instrument immediately removed from field. FDA safety report ID # (B)(4).